Event description:
The customer reported that the device either was delayed in powering up or did not power up at all. This was in testing and there was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.